Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): all insulators breached cut; the analyst noted that due to the large amount of blood, the cut likely occurred at implant; full lead returned and analyzed.

Event description:
It was reported that the lead had high impedance during implant procedure. Later the lead experienced increased threshold. The lead was explanted and replaced. Upon removal, blood was found in the lead. No patient complications have been reported as a result of this event.